Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted to 5.18v and the connections on the power cap were tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not make an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.